Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced for short longevity expectations. It was also reported that the patient's right ventricular (rv) lead was capped and replaced for spurious sensing events. No patient complications have been reported as a result of this event.